Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula crimped events on (B)(6) 2024. The event occurred after three or more hours of insertion. The insertion site was thigh/upper buttocks. The infusion set was in use for 36 hours. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.